Event description:
Patient presented in operating room with gsw. Physician attempted to gain femoral access to perform reboa and after two failed attempts at percutaneous access, a cut-down was performed for ER-reboa catheter insertion. ER-reboa catheter was inserted, advanced and successfully used for hemorrhage control. Patient was moved from operating room to ir where the ir physician discovered a dissection of the patient's right external iliac. Ir physician placed a stent to repair dissection. Exact cause of iliac dissection was unknown; however, execution of the reboa procedure could not be ruled out as a potential contributing factor. Later patient became hypotensive due to aortic injury from gsw. Subsequently a clot formed due to the stent in place causing an ischemic injury to the patient's right leg. Two weeks after admission patient required below knee amputation of right leg. As of (B)(6) 2018 patient was still critically ill.